Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop acute kidney failure. It is unknown what medical intervention was received by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop acute kidney failure. It is unknown what medical intervention was received by the patient. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected. The external investigation found no evidence of damage or contamination. The manufacturer verifed that power cords and power supplies were functional by powering on the base unit and initiating therapy. The device's error log was reviewed and the manufacturer confirmed no errors were logged. An internal investigation was performed on the device. The manufacturer confirmed the device had no evidence of foam degradation. The manufacturer found evidence of moderate dust and dirt on the sound abatement foam, in the blower box, on the blower and on the blower impeller. The manufacturer found discoloration to the blower wire seal and the air intake seal consistent with tobacco contamination.